Event description:
Additional information was received from a patient (pt). It was reported that they received a new recharger (rtm) because they had issue with paddle heating up and stopping the charge. They also got a message of software malfunction with 123 numbers and call medtronic. With the old rtm the controller and ins heated up. When they got the new rtm and attempted to charge the controller they realized the controller never turned off all night and stayed on the whole night with the press and hold to unlock screen. Nothing will work on it for the screen was unresponsive. They reset the controller but that did not work. Additional information was received from a patient (pt). It was reported that they are in a lot of pain because their implantable neurostimulator (ins) is dead/turned off since they have not been able to charge the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745nt, (serial: (B)(6)); implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s, (serial: (B)(6)); and product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported last night they were trying to recharge their implant (ins) battery and they got an error message that there was something wrong with the controller and to contact medtronic. Patient stated the paddle, and controller got hot and the implant battery was hot as well. Patient noted they took everything off the device and the controller stayed on for a long time like a couple hours. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient put the battery back in and confirmed controller was charging. The issue was not resolved. An email was sent to the repair department to replace the recharger cord.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type h3. Analysis found no non-conformances with the returned recharger. The complaint was unverified, found no issues with the rtm finding ins. Device passed final functional test. We remain inconclusive as to what could have been the root cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. From the patient. They reported. That they were charging like they normally do. The paddle and cords got hot, causing the battery under their skin to become hot as well. The implant has not gotten hot, since they got the new paddle and controller.